Event description:
It was reported the patient experienced fluid overload and fluid around the lungs coincident with peritoneal dialysis therapy. The event was reported to have been caused by power shortage of the homechoice. This event was manifested by shortness of breath. The patient was hospitalized for the event. Treatment for this event was reported to be an unspecified medical intervention of ¿work on pd catheter¿. Six days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event from the event. The patient was further described to be still weak and using a walking stick. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The manufacture date is an unknown day in december 2013. As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be performed. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.